Event description:
It was reported that a patient felt she had experienced an increase in seizures since being treated with vns and some additions to her medication regimen. No additional information has been received to date.